Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to endocarditis, mrsa and system infection. The explant and event dates provided do not make sense, so they were left off of this report.